Manufacturer narrative:
(B)(4). No product will be returned per the customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a backflow issue. No pt harm or medical intervention was reported. No further pt/event info was provided.